Manufacturer narrative:
(B)(4)..

Event description:
The customer reported the device would not power on. No patient involvement reported.

Manufacturer narrative:
Conclusion/ root cause: the failure of c56 prevented the power supply from operating on ac power.